Event description:
It was reported by the user while performing a catheterization using a 6f maximum hemostasis introducer, the dr attempted to change catheters and felt resistance during insertion. Upon viewing the position of the sheath under fluoroscopy, the sheath appeared to be kinked inside the artery. The sheath was removed from the femoral artery and the procedure was completed with the use of a new maximum introducer. The pt developed a pseudoaneurysm that was corrected with surgery. The pt recovered post-surgery.